Event description:
As reported by the legal brief, male patient underwent bi-lateral knee replacement on or about (B)(6) 2019. The surgeon used trulliant tibial inserts for both knee replacements. These products were manufactured by exactech inc. And have since been recalled by exactech. Following the initial operations, patient has suffered injuries and damages due to the defective products, including but not limited to, additional surgical interventions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g6, h2, h3, h4, h6 and h9 have been updated accordingly. Section d10: concomitant medical products: truliant ps cem fem ps cem left sz 3 (cat# 02-020-11-0230 / serial# (B)(6)). Truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(6)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). (H3) as reported by the legal brief, male patient underwent bi-lateral knee replacement on or about (B)(6), 2019. The surgeon used trulliant tibial inserts for both knee replacements. These products were manufactured by exactech inc. And have since been recalled by exactech. Following the initial operations, patient has suffered injuries and damages due to the defective products, including but not limited to, additional surgical interventions on his left knee. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; reason not reported. These devices are used for treatment not diagnosis.

Manufacturer narrative:
As a result of additional information provided, the following fields have been updated: a2, b3, b5, b7, d6b, d8, and h6. Additional information and/or re-opened investigation findings will be provided within 30 days of receipt. See h10.

Event description:
As reported via legal documentation, a patient had primary left knee replacement surgery on (B)(6) 2019. They underwent left knee revision surgery on (B)(6) 2023, approximately 3 years, 2 months post primary procedure. (B)(6) 2023 op report noted there was a moderate amount of synovitis, and that the liner had wear in the medial compartment. The femur and tibia were noted to not have any bony defects or osteolysis, and the patella was in place without loosening or osteolysis as well. The patient tolerated the procedure well and left the operating room in good condition.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.